Event description:
Customer reported receiving a reading of 259 mg/dl on their freestyle freedom blood glucose monitor. The reference reading of 133 mg/dl was received on a lab's meter within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. The customer also reported experiencing symptoms of "sweating, nausea, lightheadedness, weakness, dizziness and she felt like she could not move". Customer reported eating food and drinking soda to counteract her symptoms. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.